Manufacturer narrative:
There was no pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump displayed a pump cover error message during set up. The clinician noticed the pump cover magnet was missing. The pump was used as a suction pump and the case was completed using the override function. There was no pt involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) rec'd a report that the roller pump displayed a pump cover error message during set up. The clinician noticed the pump cover magnet was missing. The pump was used as a suction pump and the case was completed using the override function. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the roller pump displayed a pump cover error message during set up. The clinician noticed the pump cover magnet was missing. The pump was used as a suction pump and the case was completed using the override function. Sorin group (B)(4) stated that this is a known issue. A CAPA has been implemented and is on-going. A change order has been issued as a corrective action. The part was replaced and the unit was returned to service.